Event description:
The customer reported that when taking an image, it was superimposed on another image behind it. This rendered the images unusable. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor was replaced. The system was then found to be operating as intended.